Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. Multiple manual events, of under one minute, occur between (B)(6) 2010 and (B)(6) 2011 which would indicate the device was switching itself on automatically. There are several more manual power ups over the next year. The device records a low battery on (B)(6) 2012. A new pad-pak was installed on (B)(6) 2012 but the device continues with the manual power ups until the pad-pak is removed on (B)(6) 2012. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.